Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had right sided pacer which was inactive since implantable cardioverter defibrillator implant. The patient experienced discomfort due to pacer. The pacer was explanted and the leads were capped during the same procedure. The patient was in a stable condition.